Event description:
New information indicated that the lead exhibited additional noise episodes. Programming changes were made. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pre-surgical check for a normal device replacement procedure, multiple stored vt/vf episodes were observed due to right ventricular lead noise. Though the device had charged multiple times, the patient did not receive any inappropriate shocks. The rv lead was suggested for a revision. The physician elected not to perform the lead revision due to patient¿s difficult anatomy. The patient was stable before, during and after the procedure and will continue to be monitored.